Event description:
It was reported by the rep the device was used during a laparoscopic herniorrhaphy. It was reported while trying to staple the mesh over the hernia the stapler jammed and would not allow the surgeon to finish stapling the mesh. Surgeon opened another stapler to finish the case. There was no consequence to the patient.